Event description:
During a clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and a dislodgement of the lv lead was observed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device has been reprogrammed into vvi and the left ventricular (lv) lead was turned off. Additionally, an echocardiogram was performed which showed an improvement in lv function.